Event description:
It was reported that during a carotid stenting treatment procedure debris embolization occurred. The unspecified target lesion was located in the internal carotid artery. An unspecified carotid wallstent was advanced over a fw ez 190 cm to treat the target lesion. The carotid wallstent was successfully deployed to treat the target lesion. Following the stent placement, the filterwire appeared to have debris in it. When the physician tried to retract the filterwire basket, the debris seemed to poke through a large hole in the basket. All of the debris came out of the basket and embolized into the neurovasculature. The filterwire had been prepped correctly prior to the procedure and no holes were noticed in the basket. The pt was sent to the ICU for unspecified reasons. There have been no additional pt complications reported.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.